Manufacturer narrative:
Nothing is being returned for evaluation; device was discarded at user facility. No lot number could be supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Despite this, the complaint device is approximately 10 years old; we attribute the underlying cause for its failure to fair wear and tear through age/usage. At this point in time, no corrective or further action is warranted.

Event description:
Our rep is reporting to us that during an arthroscopic acl repair, a portion of the distal tip of a 10 year old tunnel notcher broke off into the patient&apos;s joint space. The fragment was easily retrieved and the procedure was concluded successfully without further issue or harm to the patient. Complaint device discarded at user facility.